Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Unique identifier (UDI) number: unknown. First/given name, fax number: not provided. PMA/510(k) number: additional number: k002188. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported the implant at tooth site # 23 was removed due to infection. Discomfort, edema, suppuration and wound dehiscence were reported as result of the event.